Event description:
Hospital advised that a 25cc syringe of tpn was set up to infuse at a rate of 0.6cc/hr. Hospital advised that 16cc appeared to have been delivered over 3 hours time. There was approximately 10cc's remaining in the syringe and 4cc's remaining in the administration set when the alleged overinfusion was observed by the nurse. There was no patient consequence.